Event description:
Patient had pads placed for cardioversion. During 1st 2 attempts to cardiovert, spark noted at pad side on chest. Pads removed and chest shaved. Burn (first degree) then noticed to chest where pad was placed. Skin monitored. No further treatment required for burn.note: this incident involved a male patient who was undergoing planned cardioversion. This patient was hairy and staff did not remove any chest hair prior to pad application. It has been inferred that the spark and burn are due to the chest hair (space between pad and skin--no direct contact due to the amount of hair on chest). Defibrillator was tested by biomed and found to be normal and in working order. There is no indication on the pads themselves that excess hair should be removed before application.